Manufacturer narrative:
A review of the custom design and manufacturing history records has confirmed the reported design error and the subsequent modification. A CAPA (B)(4) has been raised to investigate the root cause of the design error. A supplemental report will be provided. Please note that this custom implant is similar to the mets modular distal femur (k121029). Implanted.

Event description:
The custom distal femur implant procedure was scheduled for dispatch on (B)(6) 2015. The custom device was manufactured and released per the design specification. However, after the device was shipped, but prior to its arrival at the customer site, a design error was identified which resulted in the tibial component being designed and manufactured too thin in relation to the mating tibial bearing. The device was returned to the company, modified and shipped to the customer on (B)(6) 2015. The procedure successfully occurred on (B)(6) 2015.